Event description:
The lead remains in service. Ra lead is in the outflow tract and only works unipolar. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).